Event description:
It was reported that, "was putting screws in at t1. First screw was almost in and it started stripping and then the head came off. Put screw in on other side and that got half way in and it started to strip as well."

Manufacturer narrative:
Additional information has been requested by the manufacturer. Any additional information received from the user or obtained at the conclusion of the device evaluation will be submitted in a follow-up report. The initial report described a product malfunction on a second screw (catalog# 48558536). A second MDR was submitted as it appears there were two device malfunctions on different products.